Manufacturer narrative:
Batch review performed on 14 june 2022. Lot 2109336: (B)(4) items manufactured and released on 26-oct-2021. Expiration date: 2026-oct-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 1 similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 4 months and 10 day after the primary surgery, the surgeon performed a washout and revised the head and the surgery was completed successfully.